Event description:
Pt was implanted with a pfn 10 130 degree l240mm on an unk date. At some point post operative, the nail was noted as broken. Pt was returned to operating room on an unk date for removal of the broken nail and unk revision.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.

Manufacturer narrative:
Additional information obtained from the investigation report. Investigation coordinated by synthes gmbh. Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The nail broke at the second distal locking hole. Several strong damages like plastic deformations, gliding, wear marks and grading were shown on the proximal fragment and on the locking bolt. They result from micro movements between the proximal fragment of the nail and the locking bolt and are a sign for high dynamic loads. Examination of the raw material testing certificates and the manufacturing records showed that the chemical composition, microstructure and mechanical properties of the nail are in compliance with ao/asif specifications and the international standards the initial fracture zones were on the lateral and medial side of the nail, which indicate that the nail was under double-sided bending stress. Fatigue striations were observed in the crack propagation zones and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of the striations is an indication of fatigue. The implant had to absorb and neutralize forces that may have been greater than the tolerable load no evidence of material of manufacturing defects.

Event description:
The implant was used for osteosynthesis of a left femoral fracture. X-rays taken (B)(6) 2011 shows the broken nail.